Manufacturer narrative:
Investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
As per received information, in (B)(4) 2013 the recipient had only one functional channel left. No other information has been made available. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported in (B)(6) 2013 that the patient only had 1 functional channel. The patient will be re-implanted.

Manufacturer narrative:
Damage to the active electrode appears likely. However, currently available information does not allow to identify a specific root cause. A device investigation of the explanted device is necessary. Re-implantation is being considered, but no date has been communicated.

Event description:
Affected electrode channels were noted in 2013. No other information has been made available. The recipient will be re-implanted. However, no surgery date is known at this time.